Event description:
Pt's father says that one of ms3 pumps was not programmed when it arrived. Tried walking father through programming the pump rate, but the delivery program option did not appear on the menu for selection. New pump was couriered to the family. Pt did not experience any aid in association with device. Father will keep pump until return box sent. Diagnosis or reason for use: pah.